Event description:
I have a medtronic implantable pacemaker/defibrillator that was installed in 2005. In 2008, my defibrillator went off and shocked me 5 times within a 3 minute period. Upon arriving at the emergency room at my hosp, I was checked out and they discovered that my lead to the defibrillator was fractured. I now have a surgery date of three days later, to have the lead either removed and replaced or another lead implanted to replace the defective lead. I received a letter from my monitoring company about this possible defect last week. Dates of use: 2005 - 2008. Diagnosis or reason for use: low ejection fraction.